Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient returned to the operating room to replace the patient's lead which had broken following a fall. The representative clarified that the lead was not physically broken; there was high impedance. When replacing the lead intraoperatively, the new lead had high impedances (in orange) as if there was a short circuit. Impedance tests were performed on a wireless external neurostimulator (wens) and also on the patient's ins. In both cases, there were impedance problems. They repositioned another lead and re-performed the impedance tests. Everything was ok with the new lead (on both the wens and the ins) and the issue was resolved. It was noted that the patient's initial lead (involved with the fall and resulting high impedances) was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6): product type lead product ID 3877-45 lot# serial# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-apr-2030, UDI#: (B)(4) product ID: 3877-45, serial/lot #: unknown, ubd: 23-apr-2030, UDI#: g2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.